Event description:
It was reported that, "the surgical tech opened the 1.6 beaded cable and sleeve set and found that the sleeve portion was missing from the package. They looked all around the operating room suite, and couldn't find it. The cable was never implanted in the pt. The doctor used a wire to fix the patella."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The cable was thrown away. Additional information pertaining to the device(s) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.